Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. A chest x-ray was done and the lead was surgically repositioned. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that this patient did not undergo a surgical revision for this lead. There was no capture at maximum output, and the rv impedance measurement increased to 1800 ohms. The patient was not rv pacemaker dependent. The device was reprogrammed and the patient would continue to be monitored.